Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficult to advance and subsequent treatment appear to be related to operational context; however, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of dissection is listed in the xience expedition everolimus eluting coronary stent systems instructions for use (el2098833 revision b section 6.2) as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, heavily tortuous left circumflex coronary artery. When advancing a 2.75x48mm xience expedition drug-eluting stent (des), resistance was noted due to anatomy. The xience expedition was implanted however; a dissection was noted. An new unspecified des was used to treat the dissection. No additional information was provided.